Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple temperature alarms while not exposed to extreme temperatures. The customer declined to provide blood glucose level. There was no reported impact to the customer's blood glucose level. It was indicated that the customer will use manual injections as alternate insulin therapy.